Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose due to motor error and no delivery. The customer¿s blood glucose level was 400 mg/dl. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was unable to clear motor error. The customer declined troubleshooting for high blood glucose. The customer reported that the issue was resolved by infusion set change. Customer reports alarm did not occur during manual prime. The insulin pump will be returned for analysis.